Event description:
Information was received indicating that a smiths medical level 1 h-1025 fast flow fluid warmer continued to stay in alarm mode and would not de-activate. It was reported that the check disposable alarm was also active. There were no reported adverse effects.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection found it to be in good physical condition. Device was powered on, a disposable alarm sounded. This confirms the reported customer complaint as the main pcb was out of calibration. The problem source has been determined to be user interface. The pcb was replaced by the customer as the device had not been to smiths for repair prior. Device was recalibrated.